Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cougar xt, wiggle; guide cath: 8fr jr4; sheath: 8fr; stent: 4.0 x 28 promus rx ((B)(4)/unk) the 4.0 x 28 mm promus rx ((B)(4)/unk), is being filed under a separate MFR number. In this case, return of the graftmaster may have aided the investigation in determining a cause for the reported complaint. However, since there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, this may suggests that a product deficiency did not contribute to the difficulty experienced. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support, and is not generally associated with a product quality deficiency. Based on the information provided, the lesion was 90% stenosed and likely contributed to the reported difficulty. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the reported failure to advance appears to be related to operational context of the device and not a product quality deficiency. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement.

Event description:
It was reported that treatment was being performed in the right coronary artery (rca). A 4.0 x 28 mm rx promus drug eluting stent was deployed with a maximal balloon inflation of 16 atmospheres. After stent deployment, there was a focal coronary perforation in mid stent. Bivaltrudin was discontinued and the stent balloon was reinflated for several minutes. After several balloon inflations the extravasation had subsided. The guide wire and guide catheter were removed. The right femoral artery was accessed with a 8f sheath. The rca was engaged with an 8f jr4 guide catheter. A non-abbott guide wire was advanced into the rca. An attempt as made to advance a 4.5 x 16 mm graftmaster covered stent into the promus stent; however, this was unsuccessful. The guide wire was then exchanged for a wiggle wire through an otw balloon. Again, the covered stent would not advance into the promus stent. Repeat angiography showed that extravasation had ceased. The patient remained hemodynamically stable and a bedside echo showed a trivial pericardial effusion. Post-intervention, there is no residual stenosis and a timi 3 flow. No additional information was provided.